Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It as reported that the pump was connected to a power source after being off for a period of time. Despite charging the pump for several hours, the pump remained off. There was no impact to the customer as the pump was not being used on the customer at the time of the event. Reportedly the customer had manual injections as alternate insulin therapy.